Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change of the ilet pump with a cannula infusion set, the user experienced persistent hyperglycemia with the device reading high and a cgm peak of 401 mg/dl for approximately 13 hours, which required hospital treatment with intravenous therapy and discharge once glucose returned to 180 mg/dl; the user did not retain lot information and did not observe whether the removed cannula was bent, and the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia, dizziness, and nausea. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.